Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte retainers, patient reported that their retainer cutting into their gums causing discomfort, a wound and blister. They have tried filing the retainer but did not work. The retainer is too oversized. Impression kit was sent to get new impression for new retainer.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.